Event description:
Caller states, the patient tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.